Event description:
A donor received 350 ml of acd in the first 10 minutes of a pheresis procedure. Approximately 1126 ml of blood had been processed with this occurrence. The donor appeared gray to the operator and complained of feeling nauseous and tingling. The procedure was stopped and the donor given tums. The reporter stated the donor was given a small amount of fluid but she was not sure how much. The donor remained at the center for about forty-five minutes after the event, then left in good condition. The reporter, who identified herself as a supervisor at the facility, indicated the acd regulator roller clamp was properly closed. She felt the unit delivered too quickly. She contacted baxter instrument svcs to evaluate the instrument. The bis field svc rep indicates the acd pump was tested and inspected with no problems found. The supervisor then decided the issue was with the baxter pheresis kit. The kit used in this event had been discarded. Per this reporting supervisor, they have used all the kits with this lot number with only one other similar incident, which the operator immediately noted and stopped the procedure. No excess acd said to have been given to this second donor. No details were available for that anecdotal report and that kit was also discarded. Baxter fenwal's clinical education dept also followed up with this reporting supervisor. The supervisor did not feel there was a training issue, she did not want clinical ed to provide any additional training. She indicated she still feels the event was caused by the kit.